Manufacturer narrative:
Evaluation results: visual findings revealed the battery door missing, the battery compartment has signs of previous battery corrosion on battery flat contacts, battery springs, and compartment sidewalls. Evaluation of the unit found the pre-recorded voice message will not play ¿ only clicking sounds can be heard due to a defective cob1 voice chip. If the message does not play when expected or only a clicking noise is heard when the message plays, the alarm may not alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
(B)(6) is calling about one quantity of (B)(4) that does not have a functioning voice command (rest works fine), alarm will make popping noise. The date the issue was discovered is unknown and no patient incident or injury was reported.